Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. During follow up form tandem's technical support, the customer reported that the pump charged successfully with a new tandem usb cable. There was no adverse impact to customer¿s blood glucose.